Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The reported event could not be confirmed; log file analysis did not reveal any previous instances of premature power switching. Analysis of the device revealed that the devices met specifications; the batteries passed visual inspection and functional testing. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching of screened batteries are most often attributed to a communication error between the controller and batteries. The most probably root cause of the reported event is a communication error between the controller and batteries. No additional information will be forthcoming.

Event description:
Approximately nine months post implantation this patient reported that his batteries were changing from port to port with charge levels greater 10%. The batteries were replaced and have been returned to the manufacturer for analysis. There was no reported patient injury. Investigation is ongoing.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation.